Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than anticipated. The patients right atrial (ra) lead exhibited chronic high thresholds. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: d314trg, ICD; implant: 2011-(B)(6). (B)(4).